Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient hadn¿t voided since the procedure and the patient¿s healthcare provider recommended that the patient come in to be catheterized. It was noted that the trial began on (B)(6) 2020. No further complications were reported.